Manufacturer narrative:
X-ray image review: post operative x-rays are provided from thoraco-lumbar-pelvic deformity correction. It is difficult to see hardware failure at bottom end of construct but by report both rods were broken. There appears to be a back-out of hardware at the top of construct which stops at the apex of thoracic curvature. A coronal deformity is also present above the construct. Unable to det ermine fusion status on these films. Root cause: indeterminate, failure of fusion, progression versus uncorrected deformity.

Manufacturer narrative:
(B)(4). The device is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
Levels of implant in initial surgery: th9-s2 it was reported that patient underwent thoracolumbar interbody fusion due to degenerative scoliosis .on an unknown date, post-op, screws at left th9/10 backed out. Patient underwent revision surgery in which screws were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.